Manufacturer narrative:
A field service engineer performed testing and investigation at the user facility. The device touchscreen was found to intermittently respond when pressed. This was due to the device touchscreen. The device has been identified as part of a product recall. This report represents all info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported that during testing at the user facility, the device touchscreen intermittently responded when pressed. There were no reports of any adverse pt events or delays in critical therapies while the device was in clinical use. No add'l info was provided.